Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the evis exera iii gastrointestinal videoscope was being improperly reprocessed. The patient was under anesthesia but there was no associated patient infection reported.

Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction a) user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. This issue is addressed in the instructions for use (IFU): - "reprocessing manual_ precautions warning: single-use brushes, such as the single use combination cleaning brush (bw-412t), are designed for cleaning only one endoscope and its related accessories. Dispose of the single-use brush immediately after use. Using a single-use brush to clean multiple endoscopes and/or accessories may reduce its cleaning efficacy and may damage the brush. A damaged brush may break, which can damage the endoscope or accessories. - reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry." The device was not returned to olympus for evaluation. During manual cleaning, the customer did not properly manually clean the scope according to the olympus IFU. The customer used the same brush that was used on another scope to brush the scope channels. Olympus will continue to monitor the field performance of this device.